Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that "batteries discharged" during an infusion. There were IV's lines infusing on a patient preparing for transport. They had to transfer the IV¿s to the hospital pump when the battery died on this unit in order to facilitate the patient transfer to another facility for a higher level of care. The unit went to a seven hour battery life to "batteries discharged" with 2 channels infusing.

Event description:
It was reported that "batteries discharged" during transfer of the IV lines to the hospital pump in preparation for transport to another facility for a higher level of care. It was also reported that the pcu device went from a seven hour battery life to "batteries discharged" with 2 channels infusing. No patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Additional information added to: d11. Although requested, section a information was not provided by the customer. The reported issue that the system had alarmed ¿battery discharged¿ during an infusion was confirmed. The pcu alarmed ¿battery discharged¿ within a few minutes after two attached pump modules had basic infusions started with both at the rate of 999ml/h. The customer had not provided a date or time for the incident; however the log analysis found this event last recorded on the date of (B)(6) 2019. At the system power on the ac power was recorded toggling on and off with it off being the last recorded event before the start of the infusions. Ac power toggling on and off within the same seconds was also found recorded several times in the battery log which had a date range of (B)(6) 2019 to (B)(6) 2019 while in the possession of the customer. A cause for the intermittent ac connection could not be ascertained from the logs. The report that the pcu had displayed a seven hour life to ¿battery discharged¿ could not be confirmed; however it is believed that this was displayed prior to having had programmed and started the infusions. Testing replicated this displayed value only while the attached modules were idle. Performing of battery maintenance in accordance with service bulletin 592a, which has battery conditioning followed with resetting of the battery capacity resulted in the pcu appropriately meeting the displayed battery run time and alarming through all phases of low battery detection while at the incident infusion parameters. The battery log contained no recorded evidence of annual battery maintenance and battery capacity resetting being performed and the customer has not provided such evidence even though it had been requested. It is recommended the customer have a qualified personnel evaluate the ac source the system is typically connected to for the intermittent ac issue found being recorded by the pcu; the pcu did not exhibit this behavior at any time during the investigation. It was noted that the device power cord and the power cord cover were missing when received. The root cause for the very short battery run time duration at only approximately 7 minutes involving two pump modules infusing at 999ml/h before ¿battery discharged¿ is believed to be attributed to an under charged battery. Because the battery usage age had reached 2 years old during the investigation, it will be recommended it be replaced by the service department even though there was no existing malfunction found.